Event description:
A customer reported to beckman coulter, inc. (Bec) that a smoke came from the universal power supply (ups) for the coulter lh 750 hematology analyzer. Smoke filled the room, but it is unknown if flames were present. The instrument was idle when the problem occurred. The operator immediately turned off the instrument and removed the power. The laboratory was not evacuated, but the fire department was called. The fire department removed ups from the laboratory. Damage was isolated to ups and no other damage has been reported. There was no change to patient treatment associated with this event. No one sought medical attention. Beckman coulter service assisted the customer over the phone with plugging the analyzer directly into the wall receptacle and the system was running normally. A replacement ups was sent to the customer and its successful installation was confirmed on (B)(4) 2012. A field service engineer retrieved the damaged ups, and returned it to beckman coulter for evaluation.

Manufacturer narrative:
(B)(4)